Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery depleted from 100% to 35% within one day. The customer¿s blood glucose level was 189 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.